Manufacturer narrative:
Date sent: 06/22/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy, the hand switch did not work. Foot switch was used to complete the case. There was no adverse consequence to the pt.